Event description:
Customer called on (B)(4) 2012 reporting of a leak which appeared to be diluent from under the diluter of the beckman coulter lh 750 hematology analyzer. Customer was wearing person protective equipment consisting of a lab coat, eye protection and gloves at the time of the event and no injury or exposure was reported. Customer stated that there was no impact to patient results and no erroneous results were reported out of the lab. There was no injury or change to patient treatment attributed or associated with this event. Field service engineer (fse) was dispatched and observed that the green striped tubing to y fitting (fy) 83a had become disconnected. Fy83a provides vent path to fill air pump pm3 to blood sampling valve (bsv). Fse stated that with the tubing disconnected, the fluids were not properly flowing through the sampling lines thereby causing the leak. Fse found that the disconnected tubing was in good shape but replaced it as a precaution. There was no further evidence of leaking and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).